Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer failed and was unable to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 had not appeared on the pyxi bus. A field service engineer (fse) inspected the unit, manually opened drawer 1.1, and found that two cubies opened, but only one closed while the other remained broken. The fse removed the motherboard, replaced the fuse, ensured all connections were reseated, manually removed the broken cubie, and reseated the pyxis bus cable and tried to recover but device still not detected on pyxibus. Then fse manually opened drawer 2.1, removed the original mother board, and replaced with new one. The fse then manually removed each cubie row by row and reinserted them into the new cubie drawer motherboard. After completing this, the fse powered the system back on, accessed the hardware test application (hta), and opened drawer 2.1 to verify functionality. The system functioned as intended after the field service engineer repaired the device.